Event description:
A customer reported receiving erroneous glucose results from an Abbott Diabetes Care device. The customer received sensor scan results of 53.00 mg/dL compared to readings of 213.00 mg/dL respectively obtained on a meter and the results, when plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
THE PRODUCT HAS BEEN REQUESTED BACK FOR INVESTIGATION. A FOLLOW-UP REPORT WILL BE SUBMITTED UPON COMPLETION OF INVESTIGATION ACTIVITIES OR IF ADDITIONAL INFORMATION IS OBTAINED. ALL PERTINENT INFORMATION AVAILABLE TO ABBOTT DIABETES CARE HAS BEEN SUBMITTED.

Event description:
A CUSTOMER REPORTED RECEIVING ERRONEOUS GLUCOSE RESULTS FROM AN ABBOTT DIABETES CARE DEVICE. THE CUSTOMER RECEIVED SENSOR SCAN RESULTS OF 53.00 MG/DL COMPARED TO READINGS OF 213.00 MG/DL RESPECTIVELY OBTAINED ON A X AND THE RESULTS, WHEN PLOTTED ON A PARKES ERROR GRID, FALL INTO THE C ZONE, SHOWING THE DIFFERENCE IN VALUES TO BE CLINICALLY SIGNIFICANT. THE LENGTH OF SENSOR WEAR WAS 1 DAY. THERE WAS NO REPORT OF DEATH, SERIOUS INJURY, OR MISTREATMENT ASSOCIATED WITH THIS EVENT.

Manufacturer narrative:
Sensor (b)(6) has been returned and investigated. The sensor patch was visually inspected, and damage to the sensor housing was observed. Data was extracted from the returned sensor using approved software, and extraction was successful. Sensor state 4 with event log 13, sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended.Milled slot into Sensor casing to perform SMU (Source Measurement Unit) Testing to ensure the sensor's electronics were functioning correctly, and the results were within specification. Poise Voltage and Sensor Thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the evidence of the damage to the sensor housing did not impact the sensor¿s ability to generate an accurate glucose reading. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed.An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.The Device History Records (DHRs) for the product were reviewed and the DHRs showed the product passed all tests prior to release.This serves as a correction report. Section H11 (Additional Mfg Narrative) was incorrectly updated in the previous report. Correction has been made.All pertinent information available to Abbott Diabetes Care has been submitted.